Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shocks as a result of the allegedly defective lead. Noise was suspected. The patient was in a stable condition. No further information is available.